Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient developed an infection.

Manufacturer narrative:
Final analysis found that the pulse generator was in backup vvi mode. After the product code was downloaded, normal function ensued.